Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malf 12, which was initially reset but recurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support provided pump reset information and assisted with resetting the pump. Since the malfunction persisted, a replacement pump was arranged, and the customer was instructed to use manual delivery of insulin as a backup. Technical support confirmed the shipping details for the replacement and provided instructions for putting the pump into storage mode. The customer acknowledged and agreed to return the faulty pump using a prepaid label within ten days.